Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. However, the insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. All buttons functioned properly and no damage was found on the keypad assembly. No button error alarm was noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's had a crack on the screen of their insulin pump. The customer also received a motor error alarm and stated that button error alarms frequently occur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.